Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital with a hematoma over the pacemaker site. The physician attempted to drain the hematoma but was unsuccessful. The entire system was explanted, and a new system was implanted on the right side. The patient was in stable condition.